Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was inserting the iab into the saf sheath the iab became stuck in the saf sheath. The iab and saf sheath were removed as one unit. The md inserted a second sheath into the same insertion site and successfully inserted a second iab. There was no reported pt death or injury. The delay in therapy was until the second iab could be inserted. The pt's outcome is "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.